Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to cracked end cap. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. He went through four infusion sets. When he attempted to prime the insulin pump, the customer received a compromised force sensor system alarm. Customer's blood glucose level was 136 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.